Event description:
It was reported that the patient expired. No specific cause of death was reported. The hcp stated, "cause of death unrelated to implanted system(s). The drugs in the pump were morphine sulfate and baclofen.